Event description:
--

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) post explant after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 46 months of service. There was a concern the battery depleted prematurely. No adverse patient effects were reported.